Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level due to insulin flow blocked alarm. Customer¿s blood glucose level was 500 mg/dl and 541 mg/dl at the time of call. Customer also reported that the insulin pump was not working. Customer reported that the insulin exited the tubing. Customer stated that the blood glucose down from 541 mg/dl to 414 mg/dl after troubleshooting and delivering correction bolus through the bolus wizard. Troubleshooting was declined. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.